Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a patient order was not crossing on one station. The technical support specialist dialed into the server and identified devices showing communication issues. The tss verified the server communication, and extract transform load processes were functioning correctly. The tss restarted the data synchronization service and found that the stations were in critical override mode, which they revoked. After these actions, the health sight viewer notices cleared, and the stations resumed normal operation. The tss verified that patient data was displaying correctly and confirmed resolution with customer. Upon customer confirmation, the tss proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient orders were not crossing. Customer was able to pull medications using override; however, the order was still not displayed in the system. However, there were no delays or adverse events or injuries reported based on this event.